Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 09, 2020 that an ultraflex tracheobronchial covered distal release stent was implanted to treat a malignant intrinsic tumor in the right main stem bronchus during a tracheobronchial airway stent placement procedure performed on (B)(6), 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was successfully deployed; however, upon inspection, it was noted that one of the loops on the distal end of the stent was bent and pointing directly into the middle of the stent. Reportedly, the physician was satisfied and comfortable with how the stent was placed. The stent remains implanted and the procedure was reported to be completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the stent implanted in the patient provided by the complainant shows one of the stent loop wires was bent.